Event description:
It was reported to boston scientific corporation on august 26, 2008, that a resolution clip device was used during a foreign body removal procedure. During the procedure, the clip separated from the catheter behind the normal disengagement point and stayed attached to the foreign body. The physician used another of the same device and removed, both the foreign body and the first clip still attached to it. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.